Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she could not rewind the insulin pump the day before and then woke up with a failed battery test alarm the next day. Blood glucose value was 150 mg/dl. The contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. Customer was advised to clean the battery cap and insert a new battery; customer was unable to test a new battery but inserted the same one and did not receive a failed battery test alarm. It was advised the battery cap would be replaced and call back if issue persists.